Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare provider via a company representative. It was reported that surgery was not performed as planned on (B)(6) 2019. The surgery was cancelled due to the patient having a broken hip. The surgery had not been rescheduled as of (B)(6) 2019. The cause of the volume discrepancies, the aspirated drug having been slightly yellowish, and the inability to aspirate the catheter has not been determined. The reported issues have not resolved. The information provided was noted as having been confirmed with the account/healthcare provider on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that a physician indicated that there had been a discrepancy in the amount of actual volume of drug removed from the pump compared to the calculated volume show in pump programming. Approximately 20 ml of extra drug had been in the reservoir the past 1-3 refills. The physician noted the discrepancy started after the patient had a pump replacement. Refer to MFR report # 3004209178-2018-16864 regarding previous pump replacement. The event occurred in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). No interventions had been taken at this point, but the physician was planning on performing a catheter access port study. No surgical intervention was planned. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but would not be made available. The issue was not resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 05-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient was rescheduled for a pocket revision with possible replacement of pump due to past volume discrepancies previously reported. The physician believed he found a calcification around the catheter in the pocket that may have contributed to an occlusion. This was removed and a catheter revision performed in the pump pocket. Additional information was received from a healthcare provider (hcp) via the rep on 2019-jun-30 indicated the customer disposed of the small segment that was removed. The cause of the calcification around the catheter was not determined. Additional information was received from the hcp on 2019-jul-01 indicated the patient had a catheter revision done on (B)(6) 2019 due to the catheter having calcifications and at that time they also decided to replace the pump. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Code method is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the device would not be returned as the customer had discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the volume discrepancies were not determined at this point. A dye study was scheduled to for (B)(6) 2019. It was noted that the hcp was requested if/when surgical intervention occurs. No actions / interventions were taken to resolve the volume discrepancies. The volume discrepancies had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial #: (B)(4), ubd: 14-aug-2006, UDI#: (B)(4). The supplement report (follow-up #1) indicated "it was noted that the hcp was requested if/when surgical intervention occurs" in error and should have indicated "it was noted that the hcp was requesting analysis if/when surgical intervention occurs. Update: the type of report has been changed from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare provider via a company representative. A catheter access study was performed to determine any occlusion. Regarding the dye study that was scheduled for (B)(6) 2019, they were unable to aspirate the catheter; the study was unsuccessful. The cause of the volume discrepancy was unknown at this time. The volume discrepancy had not been resolved. The device remained currently implanted. The patient was having surgery on (B)(6) 2019 to determine the reason. It was noted that this will either be a pump replacement and/or catheter replacement surgery which was to be determined at the time of surgery. The information provided was noted as having been confirmed with the account/healthcare provider on 2019-mar-12.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient who was receiving 25mg/ml compounded morphine at 9.701mg/day, 10mg/ml bupivacaine at 3.880mg/day, and 150mcg/ml compounded baclofen at 58.219mcg/day via an implantable infusion pump for spinal pain. It was reported that the hcp had noticed a significant volume discrepancy at the las two refills. There was much more medication than expected. The las two refills were (B)(6) 2018 and (B)(4)2019. The pump logs showed no alarms. No symptoms were reported. The aspirated drug was clear with a slightly yellowish color. It was reported that the hcp was considering doing a dye study. No further complications were anticipated/reported.